Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm due to blank display. Insulin pump received with cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump had cracked and no delivery alert. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.